Event description:
It was reported that during the implant procedure, the right atrial (ra) was dislodge multiple times. The ra lead was removed and noted tissue in the helix. The ra lead was replaced and the procedure continued with the new lead on (B)(6) 2024. The patient was stable throughout the procedure.